Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v062018, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3093-28, lot # v164575, implanted: (B)(6) 2010, product type lead; product ID 3058, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3093-28, lot # v062018, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient¿s leads broke. It was noted the leads were replaced. It was reported the patient fell multiple times. It was noted therapy was great prior to lead break. Event was reported additionally in regulatory report 3004209178-2014-07717.